Manufacturer narrative:
Age and date of birth, corrected data: the initial report inadvertently reported the incorrect patient information. Date of event, corrected data: the initial report inadvertently reported the incorrect date. Suspect medical device brand name, corrected data: the initial report inadvertently reported the incorrect name. Suspect medical device model #, lot #, expiration date, corrected data: the initial report inadvertently reported the incorrect data. Suspect medical device implant date, corrected data: the initial report inadvertently reported the incorrect date. Device manufacture date, corrected data: the initial report inadvertently reported the incorrect date.

Event description:
It was reported that the patient has a paralyzed vocal cord which is believed to be caused by vagal nerve trauma. It was reported that the device settings are "quite high". Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The initial reporter¿s office was unable to provide additional information. Good faith attempts for additional relevant information with the treating vns physician have been unsuccessful to date.